Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-01400 pertains to the first flexiva 200 tractip laser fiber and manufacturer report #3005099803-2015-01401 pertains to the second flexiva 200 tractip laser fiber. It was reported to boston scientific corporation on (B)(6) 2015 that two flexiva 200 tractip laser fibers were used during a ureteroscopy with laser lithotripsy procedure in the right kidney performed on (B)(6) 2015. Reportedly, the laser unit used was lumenis versapulse 80 100 watt laser-yag with 30hz x 0.5j settings. According to the complainant, during the procedure, the first flexiva laser fiber (MFR report #3005099803-2015-01400) broke when they placed it in the scope. It was noted that laser energy leaked out on the broken part of the fiber body, burning the hand of the resident as he was putting pressure on the fiber at the entry point of the scope. The degree of burn was not classified, but was described as very minimal and did not require additional intervention. The same issue occurred with the second flexiva laser fiber (MFR report #3005099803-2015-01401). The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the laser fiber was returned in two pieces, a 227cm piece which included the sma connector and an 88cm piece with no exposed glass fiber tip visible. The fiber jacket at the distal tip appeared frayed and the fiber face appeared pitted which was consistent with normal degradation. The fiber jacket adjacent to the fiber¿s breakpoint appeared warped or melted, indicating a fiber break during usage. A large black spot was noted in the center of the fiber face within the sub miniature-a (sma) connector where light cannot pass through but can be seen coming from around the spot. The sub miniature-a (sma) face pattern remained the same after the fiber jacket was stripped off at the distal end of the fiber piece and aiming beam was not visible, which is consistent with a fiber that was broken within the connector. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-01400 pertains to the first flexiva 200 tractip laser fiber and manufacturer report #3005099803-2015-01401 pertains to the second flexiva 200 tractip laser fiber. It was reported to boston scientific corporation on (B)(6) 2015 that two flexiva 200 tractip laser fibers were used during a ureteroscopy with laser lithotripsy procedure in the right kidney performed on (B)(6) 2015. Reportedly, the laser unit used was lumenis versapulse 80 100 watt laser-yag with 30hz x 0.5j settings. According to the complainant, during the procedure, the first flexiva laser fiber (MFR report #3005099803-2015-01400) broke when they placed it in the scope. It was noted that laser energy leaked out on the broken part of the fiber body, burning the hand of the resident as he was putting pressure on the fiber at the entry point of the scope. The degree of burn was not classified, but was described as very minimal and did not require additional intervention. The same issue occurred with the second flexiva laser fiber (MFR report #3005099803-2015-01401). The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of fiber broke. Reported event of fiber misfired. Reported event of user burn. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.